Event description:
The customer reported a button error alarm on the insulin pump. The blood glucose was not given at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted. Esc button did not respond due to corroded keypad trace. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.